Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. No pacing inhibition or asystole was noted, and the patient was noted to not be pacemaker dependent. High out of range pacing impedance measurements of greater than 2000 ohms were noted on the ra and rv channels as well. Testing was unable to reproduce any noise so no changes were made to the system. No adverse patient effects were reported.